Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a revision was performed due to an unresurfaced patella causing anterior knee pain. The patella resurfaced during revision procedure, and conforming poly insert exchanged as a precaution. Knee prosthesis remains in situ along with oxinium femur, porous tibia, conforming tibial insert.

Manufacturer narrative:
The associated complaint devices were not returned for evaluation.